Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was under delivering. The customer¿s incident blood glucose was 300 mg/dl. The customer¿s current blood glucose level was 266 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that insulin pump was not delivering the insulin. The insulin pump will be returned for analysis.